Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the patient was discharged from the hospital the next morning after they performed an MRI and they confirmed that nothing had moved. The patient and the representative decided to keep their ins off until they spoke with the doctor more to get the doctor's recommendations, even though they felt they ruled out the stimulator being a problem. The patient admitted to not following the post-surgery healing protocols given to them by the hospital and the representative's suggestions with the programming. The patient had a post-op appointment scheduled for (B)(6) 2025, and they were to discuss with the doctor and patient if these issues were still occurring; they were to update care as needed.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they reported that the patient was no longer having any issues that they had been having after the surgery and that the patient stated having in the ER. The patient received updated programming for their stimulator and will resume with normal care moving forward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced buzzing sensations even with the stimulator turned off, issues urinating, discomfort, soreness, pinching, and numbness. The patient visited the emergency room and it was noted that scans were planned to ensure the devices had not moved. The patient had been bending over to pick up a purse and lifting a crockpot out of the fridge over the weekend.